Event description:
Device issue: none. Adverse event: embolization/death. Onset of adverse event: during stenting procedure. It was reported that the intervention was on a saphenous vein graft (svg) to an obtuse marginal (om). The first promus stent was deployed and the patient's rhythm slowed. A second promus stent was deployed and the patient lost all pressure. The patient could not be revived. The procedure was on the only vessel feeding the left ventricle. Reportedly, the patient's grafts were over 20 years old and had distal embolization. No autopsy was performed. No additional information was provided. (B) (4)

Manufacturer narrative:
(B) (4). The stent remained in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information. The first otw promus 3.5 x 23 mm (part# 1009548-23b/lot# 9102161) mentioned is being filed under the same manufacture number.